Manufacturer narrative:
(B)(4). Batch # r5ag9r. Investigation summary: the analysis results showed that one gst60t reload was received damaged and fully fired, with the pan detached from the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained: did all the reloads deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes, it was completed by a green reload after the black reloads broke. Were the reloads broken after the stapling was done? The reloads were broken after they were taken out of the stapler. Were the reload broke during the removal from the stapler? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats wedge resection, the stapler black reload broke upon removal from the staple jaw. Second reload broke. Third reload broke. Fourth reload tested on towel worked. They switched to a green reload with a second stapler to complete the case. No patient complications.